Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 560 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated auto mode feature was not active at the time of incident. Customer stated they received sensor updating alert and did not receive calibration error and change sensor alert. The insulin pump will not be returned for analysis.